Manufacturer narrative:
Manufacturing narrative: the initial medical device report was submitted (2938836-2014-14982). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in the emergency room with fatigue and a heart rate at 36bpm and no pacing. The patient reported being hit in the chest on the site of the ICD a few days prior. The device could not be interrogated in clinic. The device was explanted.